Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 37791, product type: recharger. (B)(4).

Event description:
(B)(6) 2015-08-07 (B)(4) (update) (con): the consumer reported the implantable neurostimulator recharger (insr) was unable to get coupling boxes. The ins was dead due to not being able to recharge. The manufacturing representative was able to get 2-3 coupling boxes. The indications for use were non-malignant pain and failed back surgery syndrome. Additional information received from the consumer reported the patient did not have time to meet with the manufacturing representative at the managing healthcare provider's office to diagnose the recharging problem. Information was reviewed that the implantable neurostimulator (ins) was below the incision line and the patient was able to get all 8 bars. The patient charged for 2.5 hours, but the ins did not get charged at all. The ins was check with the patient programmer (pp) and the pp showed the ins had no charge. The patient tried charging on (B)(6) 2015 and was not able to get any coupling bars even though he repositioned the antenna. The ins did not take the pain away like it was supposed to. If additional information is received, a follow-up report will be sent.